Event description:
It was reported that the haptics stuck together after injection and were hard to separate from each other during the implant of the intraocular lens. There was no patient injury or complication reported. There were no issues with the handling of the injector and there was a sufficient amount of healon. The iol remains implanted. The date of event is unknown. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The intraoccular lens remains implanted.